Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) reporting that the inner stylet of the bent-type epidural needle was inserted deeper than usual in its initial state and could not be withdrawn. After applying strong force to pull it out, it could be used without further issues. Issue resolved. Contributing factors were unknown. The issue occurred with the puncture needle included with one of the two leads used, but it was unclear which of the recovered needles after the operation was the defective one. Therefore, both needles are reported as defective products and will be returned. Additional information was received from the manufacturer representative (rep) reporting that the cause was unknown. It was confirmed that both leads could be used, only the needles were going to be returned.

Manufacturer narrative:
H3. Device analysis for needle unknown revealed there was a sharp edge on the undercut side of the spoon of the needle. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.